Event description:
It was reported that the 9900 system made a loud popping noise following a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator drive board, system interface board, and fuse were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.